Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous and 90% stenosed lesion in the mid right coronary artery (rca). The versaturn guide wire was advanced to a side hole of a guiding catheter but it became stuck and crossed out 2 cm from the side hole. The versaturn guide wire was removed with the guiding catheter as they were stuck together, but they could not be removed from the introducer sheath so the guide wire, guiding catheter and introducer sheath were removed together as a unit. A new sheath, guiding catheter and non-abbott guide wire were used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.